Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving medication via an implanted pump. When the agent inquired about the pump medication, the patient stated, ¿one is morphine, and they added another one on thursday,¿ but the patient couldn¿t remember the name of it. The indication for pump use was spinal pain. The patient reported that it goes to 90% and it slows way down. The patient stated that the app appeared to have trouble progressing past ¿retrieving pump settings, 90%.¿ the patient mentioned they only have 1 good hand, so it was very hard for them to hold the communicator back over their pump and mentioned that their husband had to help them. When the agent inquired about the event date, the patient stated, ¿ever since I've had it, it goes to 90% and then it takes 2-3 minutes to get it to finish out and depending on where you are, that's a long time to have it sitting [holding the communicator] behind your back.¿ during the call, the patient was able to pair the handset, but the screen would not progress past retrieving pump settings 90% for multiple minutes. The agent assisted the patient with clearing data and then clearing code 156 (ap plication restarting due to system error) upon reopening the myptm app. The patient was then able to request/receive a bolus well confirming an expected 3-hour lockout. Prior to clearing data, the patient's data was 6.04 mb. The patient was going to monitor and call back for assistance as needed.